Event description:
During insertion of the 10mm trocar into abdominat start of pelviscopy. Right common iliac artery & small bowel was punctured. Laporotomy done to repair artery & bowel. Patient had extensive blood loss - to ICU x 3 day. Recovering satisfactorilydevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.